Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo and video confirms the reported issue of the knives have bent tips. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video attached to the parent file was reviewed by the manufacturing site. Video shows a blade with a bent tip. The reported issue of the knives have bent tips can be confirmed from the video. The attached customer photos and video confirm the knives have bent tips, however, how and when the tip of the knife became bent could not be determined. The damage as shown in the photos and video is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the bent tips is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the bent tip exhibited on the knives in the photo and video are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the phacoemulsification procedure, tip of knives are found to be bent. The procedure was completed by using new knifes. There was no patient harm.